Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) fse replaced the bsv valve, replaced tubing in white blood cell count line, replaced the air gap line to pump, and replaced the rinse line to needle. The fse performed reproducibility and carryover performance tests which yielded results which met specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results was use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.

Event description:
The customer reported that on (B)(6) 2011 erroneous high white blood cell (wbc) with instrument generated flags were generated on a coulter hmx hematology analyzer with autoloader for five different patient samples. The erroneous wbc results were accompanied by system generated differential flags necessitating the review of results. The initial, erroneous wbc results were reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The patients were redrawn and retested on the same instrument. The repeat wbc results were lower and considered valid. The specimen was collected in a 4 ml tubes. The specimens were approximately 5 minutes old at the time of testing. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits.